Event description:
It was reported to boston scientific corporation that during an anterior repair procedure using an uphold vaginal support system, the physician attempted to load the needle belonging to the mesh leg assembly onto the capio device, when the needle detached outside the patient. The procedure was completed with another uphold vaginal support system without any complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
Though the patient's exact age is unknown, she is reported to be over 18 years of age. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.